Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - due to corrosion on upd board unit, upd image temporarily disappears. - due to deformation of plug unit, the focus is not changed to near point (err e204 appears). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited corrosion on endoscopic position detecting unit board unit, adhesive around objective lens and light guide lens had a chip, and the adhesive on a-rubber had a crack. There was no patient involvement.